Event description:
Reporter alleged obtaining a blood glucose result of 9 mg/dl which is outside the reading range of the advantage system. Reporter stated the system could have generated results of 9 mg/dl, 10 mg/dl, or lo (less than 10 mg/dl); however, the system has been "lost" and the memory cannot be accessed to check the values. It was stated the reporter was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent; however, no product will be returned for evaluation.